Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device- location of device") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 646514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 218 lbs. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type:rashes"), rash generalised ("rashes, rashes or skin conditions type: all over body"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, dermatitis allergic, rash generalised, migraine, headache, nausea, tooth disorder, dysmenorrhoea, allergy to metals, fatigue, gastrointestinal disorder, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash generalised, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right fallopian tube, leaving 5 coils protruding into the uterine cavity from the right fallopian tube. We removed the insertion device and this left implant in the left fallopian with 3 coils protruding into the uterine cavity from the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: benign follicular type cysts are seen.. Ultrasound scan vagina - on (B)(6) 2018: total bilateral occlusion.(as per pfs). Concerning the injuries reported in this case,t he following one were described in patients medical record confirming: nickel allergy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device- location of device: uterus/ part of the essure was out of place') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. 646514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 218 lbs. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2009, the patient experienced pelvic pain ("pain"), mood altered ("hormonal changes describe: moody"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes, rashes or skin conditions type: all over body"), migraine ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety") and diarrhoea ("gastrointestinal or digestive system condition type:diarrhea"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("allergic or hypersensitivity reaction type:rashes"), headache ("migraines / headaches") and gastrointestinal disorder ("gastrointestinal or digestive system condition type"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, mood altered, menorrhagia, vaginal haemorrhage, dermatitis allergic, headache, nausea, tooth disorder, dysmenorrhoea, allergy to metals, fatigue, gastrointestinal disorder, weight increased, depression, anxiety and diarrhoea outcome was unknown and the pelvic pain, rash, migraine and alopecia had resolved. The reporter considered allergy to metals, alopecia, anxiety, depression, dermatitis allergic, device expulsion, diarrhoea, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right fallopian tube, leaving 5 coils protruding into the uterine cavity from the right fallopian tube. We removed the insertion device and this left implant in the left fallopian with 3 coils protruding into the uterine cavity from the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: benign follicular type cysts are seen.. Ultrasound scan vagina - on (B)(6) 2018: total bilateral occlusion.(as per pfs). Concerning the injuries reported in this case,t he following one were described in patients medical record confirming: nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. New events: depression/anxiety, diarrhea were added. Events onset date were updated. Outcome of the event pelvic pain, hair loss, migraine, rashes were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device- location of device") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. 646514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6). Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("allergic or hypersensitivity reaction type:rashes"), rash generalised ("rashes, rashes or skin conditions type: all over body"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, rash, rash generalised, migraine, headache, nausea, tooth disorder, dysmenorrhoea, allergy to metals, fatigue, gastrointestinal disorder, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, rash generalised, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right fallopian tube, leaving 5 coils protruding into the uterine cavity from the right fallopian tube. We removed the insertion device and this left implant in the left fallopian with 3 coils protruding into the uterine cavity from the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: benign follicular type cysts are seen. Ultrasound scan vagina - on (B)(6) 2018: total bilateral occlusion.(as per pfs). Concerning the injuries reported in this case,t he following one were described in patients medical record confirming: nickel allergy most recent follow-up information incorporated above includes: on 2-may-2019: pfs & mr received. Case was upgraded to incident due to specified events. Case is medically confirmed. Lot number was added. Reporter's information was added. Patient's demographics were added. Added event hormonal changes describe:, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), rashes, rashes or skin conditions type: all over body, migraines ,headaches, migration of essure device location of device, nausea, dental problems, dysmenorrhea (cramping), nickel allergy, pain, fatigue, gastrointestinal or digestive system condition type:, weight gain, hair loss. Concomitant condition, lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.